Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: the review of the black box data showed several power reboots on the date of the alleged issue occurrence. Moisture damage was observed on the returned battery cap contact spring and in the battery compartment on the positive terminal. The pump was unable to power on with the returned battery cap due to moisture damage on the cap ground spring. A test cap was used and the pump was able to power on for the 24 hour duration test. Upon pump disassembly, no further moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.